Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and leaks from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated with an insulin pen. The customer stated that she saw leaks in the tubing while giving herself a bolus. When the customer called, she already had the set removed. The customer stated that the pump fell but she caught it. The customer did not want to troubleshoot for high readings.